Event description:
Complainant alleged that during a routine shift check by a clinician, a the device displayed message code "ECG fault 4". The complainant indicated that there was no pt involvement in the reported failure.